Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to pseudomonas. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, it was reported that "the patient's health was not improved" and the patient was switched to hemodialysis due to the event. No additional information could be provided as the reporter declined follow-up.